Event description:
A customer reported that the system shut down and an error message displayed during a procedure. The system was rebooted and the case was completed following a 15 minute delay. There was no patient impact reported. Additional information received from a hospital representative indicated that they do not know which patient or procedure the incident occurred and could not provide further details regarding the event or patient status.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No parts were replaced and no sample was returned. System event log was sent for review. The root cause is unknown at this time. (B)(4).